Event description:
A patient reporterd experiencing inaccurate erratic results with a otp meter. The patient's blood glucose results were 89 mg/dl, 158 mg/dl, 80 mg/dl. Tests were done within < 10 minutes with a difference of 42%. Patient did not experience any adverse events. No further information has been reported. Note - customer's technique for applying blood to the test strip was incorrect.